Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage navigation drill bit was worn and dull. It was used to complete the procedure without patient impact.

Event description:
It was reported that a virage navigation drill bit was worn and dull. It was used to complete the procedure without patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed with an array (131t2002 lot 314645) and found the drill bit was able to mate with and release from the array, however only with force. Additionally, the drill bit was able to spin freely while connected to the array. A dimensional inspection of the shaft was performed with a micrometer (ID: eq-0899 cal. Due 3/20/2025) and found the dimension to be as high as 7.875mm, which is the high limit per drawing number 130p2023-a1 revision 04. The dimension should be 7.865 +/- 0.010. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.